Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was received on 01/19/2015. (B)(4).

Event description:
A medical doctor reported that an intraocular lens (iol) has "flipped axis". Additional info was received from the medical doctor that the lens was exchanged.